Manufacturer narrative:
Section a: there was no patient involved. Section d4: expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag display was going dark and information could not be seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console¿s display appearing dim was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6)) was received at the service depot and operated a mock loop as intended for an extended period; however, the center of the console¿s display was observed to be dim. The cause of the issue was isolated to the console¿s display screen assembly, and this assembly was replaced to resolve the issue. Then, the console was functionally tested and fully performed as intended. The serviced and repaired console was returned to the customer site after passing all tests per procedure. Further inspection revealed that some of the display screen¿s internal gridding was observed to be damaged near the center, consistent with the dim area observed throughout testing. The root cause of the reported event was determined to have been the display screen assembly becoming damaged; however, the root cause of the damage to the screen was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.